Event description:
It is reported that during drilling, metal splinters fell from the universal radiolucent drill attachment. The radiolucent drill attachment could not be removed. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.